Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a plausible right ventricular (rv) lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analysis noted that there was a large amount of blood visible along lead length on the proximal conductor. Visual inspection found the outer insulation breached/ cuts, and that allows blood ingress into lead. According to the analysis finding and due to due to the length of time of the implant, it is likely that the insulation breach was happened during implant procedure. No insulation breach or conductor fracture in vivo were observed. If information is provided in the future, a supplemental report will be issued.